Event description:
Caller reported an alarm with the tandem mobi pump cartridge. There was no reported impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by removing the cartridge and delivering a bolus, but the problem persisted with a recurring alarm. Technical support was involved, assisting in reloading the cartridge and ultimately deciding to replace the pump and cartridge. Caller was informed of and understood the procedures for returning the defective unit and steps for setting up the replacement. A backup insulin pump was used to ensure continued insulin delivery, and a replacement pump was sent to the caller.